Event description:
Crm received info that this attempted dextrus lead perforated the heart wall during positioning. The lead was removed and successfully replaced by a new lead. No additional info is available at this time. If additional info becomes available, this event will be updated.